Manufacturer narrative:
A patient is unable to set ipg to MRI mode was reported to abbott. It was determined the patient's lead(s) read high impedances. As a result, the patient's system was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000113556.

Event description:
It was reported that patient was unable to set the device into MRI mode. System diagnostic recorded high impedances on contacts 9-16. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that associated with the issue.